Event description:
Event description guidant received information that this atrial and ventricular lead dislodged and required revision. During the revision procedure, a stylet went through the insulation of the lead near the terminal pin, and therefore, the lead was explanted and returned for analysis. A new guidant lead was successfully implanted. The ventricular lead was successfully repositioned and remains implanted.